Manufacturer narrative:
D2 & d6: corrections per FDA letter dated 06/03/97. This is an attempt to clarify the description of the device type and model name in an effort to facilitate the meeting of MDR reports to the corresponding baseline report.